Event description:
It was reported that the patient was presented to the emergency room due to a lead integrity alert (lia) of high impedance on the right ventricular (rv) lead. The lead was found to be oversensing with possible noise on the pace/sense portion of the lead. The lead was suspect of a fracture. The lead was turned off and remains in the patient. The patient is scheduled to have the lead removed. It was further reported that the implantable cardioverter defibrillator (ICD) is also suspect of a sensing and detection problem with possible noise on the pace/sense channel with lia triggered. The detection and alarms were turned off per the physician¿s direction. The patient was given an external life vest defibrillator and is scheduled to have the ICD replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).